Manufacturer narrative:
(B)(4). The reported field event of backup vvi (bvvi) was confirmed in the laboratory. Review of the device image noted the bvvi was due to a parity error. The cause of the parity error could not be determined.

Event description:
It was reported that prior to implant, the device was found to be in backup vvi mode. The device was replaced and another was implanted with success. There were no adverse consequences to the patient.